Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem for this product. No adverse trend was observed for the reported issue. Without product lot information, no further testing could be conducted. Additionally, blood has not been shown to cause any cross-contamination with the product. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info. Source: phone.

Event description:
Walgreens sars otc blood on swab collected, interference with test result concern - tss provided guidance, seek guidance from health care professional per pi.